Manufacturer narrative:
There are no additional device identification numbers. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
It was reported that a patient had tinnitus after an mr exam and was seen by an otolaryngologist. Medical treatment is ongoing. The patient was wearing earplugs and headphones.

Manufacturer narrative:
There are no additional device identification numbers. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
It was reported that a patient had tinnitus after an mr exam and was seen by an otolaryngologist. Medical treatment is ongoing. The patient was wearing earplugs and headphones.

Manufacturer narrative:
H3: the investigation by ge healthcare has been completed. The customer implied that the incident was not a system problem and rejected acoustic testing. The system log and service records for this system have been reviewed and there is no indication of issues with the gradient coil or covers which would adversely impact acoustics. As the acoustic test result is not available to determine root cause, available information received has been reviewed and investigated. The patient was provided proper hearing protection during the scan. The root cause of the injury appears to be human condition? Which may cause sensitivity to acoustic levels that occur during normal clinical scanning. No further actions are required by gehc.